Event description:
It was reported that a malfunction occurred on the pump. A specific malfunction code was noted, and the pump was reset without further issues. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in resetting the pump and instructed the customer to continue using the device, advising them to call back if the issue recurred, which the customer understood.